Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in safety mechanism failed, tubing came apart, and was damaged. The following information was provided by the initial reporter: it was reported by the health professional that the safety mechanism did not engage, the set pulled apart the tubing and adapter, the heat seal was broken, and there was a hole in the tubing. First attempt ¿ when pulling the needle back, the safety mechanism did not engage and pulled the set apart in two pieces where the tubing meets the adapter, leaving the needle fully exposed and the catheter and butterfly portion of the system still in the patient¿s arm. The heat seal was broken prior to insertion. Second attempt ¿ catheter was placed successfully, but when attempting to flush the line, there was a hole in the tubing, I believe, caused by the plastic clamp puncturing the tubing. No harm came to the patient due to the malfunction. The device was discarded due to exposure to bodily fluids.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in safety mechanism failed, tubing came apart, and was damaged. The following information was provided by the initial reporter: it was reported by the health professional that the safety mechanism did not engage, the set pulled apart the tubing and adapter, the heat seal was broken, and there was a hole in the tubing. First attempt ¿ when pulling the needle back, the safety mechanism did not engage and pulled the set apart in two pieces where the tubing meets the adapter, leaving the needle fully exposed and the catheter and butterfly portion of the system still in the patient¿s arm. The heat seal was broken prior to insertion. Second attempt ¿ catheter was placed successfully, but when attempting to flush the line, there was a hole in the tubing, I believe, caused by the plastic clamp puncturing the tubing. No harm came to the patient due to the malfunction. The device was discarded due to exposure to bodily fluids.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.